Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the right femoral artery (/= 4 mm) to support the 53-year-old male patient who presented with acute myocardial infarction and cardiogenic shock. No other clinical details or pre-existing comorbidities were known. The patient was on systemic anticoagulation which allowed for acts between 160/180seconds and transferred to the ICU for continued hemodynamic monitoring. After 2 days of support the limb accessed by the cp pump was noted to be ischemic. The leg had lost pulses. The team removed the pump and escalated to the axillary accessed impella 5.5 pump and had surgical repair performed to the cp pump access site.

Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Ischemia/peri-procedural adverse event: the cause of the injury was unable to be determined due to insufficient clinical details.